Event description:
It was reported that the device was removed and replaced due to suspected premature depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices continued: 4194, implanted left ventricular lead 2009-(B)(6), implantable high voltage lead 2009-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.